Event description:
The lay user/patient contacted lifescan alleging a battery indicator issue with the meter. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported that the patient received inappropriate therapy due to a defective lead. Egms revealed noise on the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found that the insulation was abraded between 18 cm and 21.4 cm from the connector pin. The etfe insulation of one of the proximal cables and one of the rv cables was also abraded in this area. These abrasions are consistent with friction to the ICD can.